Manufacturer narrative:
H6: 213-no device problem found. 4315 - cause not established. According to gore® excluder® aaa endoprosthesis instructions for use (IFU) potential adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleaks.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271000/(B)(4), UDI (B)(4), and plc271400/ (B)(4) UDI (B)(4). Patient medications: xanax, lipitor, coreg, lasix, neurontin, duo-neb, singulair, and coumadin.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. Images revealed a distal type I endoleak. A reintervention was performed on (B)(6) 2021. The internal iliac artery was coiled and an additional endoprosthesis was implanted. There was aneurysm sac enlargement, the amount is unknown. The endoleak was resolved and the patient tolerated the reintervention. It is unknown which of the implanted contralateral leg endoprostheses had the endoleak.